Event description:
It was reported that during the procedure, after the subject balloon catheter was guided to the proximal of the aneurysm, the physician attempted to inflate the subject balloon; however, it deflated immediately. When the catheter was retrieved and checked outside the body, it appeared to be leaking contrast medium. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, after the subject balloon catheter was guided to the proximal of the aneurysm, the physician attempted to inflate the subject balloon; however, it deflated immediately. When the catheter was retrieved and checked outside the body, it appeared to be leaking contrast medium. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section d4 expiration date: updated section d4 gtin: updated section h4 manufacturing date: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The entire system was flushed with a saline-contrast mixture. The balloon catheter was gently removed from the dispenser coil. The size of the concomitantly used guidewire was 0.014¿. The contrast agent was diluted at 70%. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body. The state of the patient¿s anatomy was unknown, which may have contributed to the reported event, but as the device was not returned this cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon leaked during use¿.